Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure, observed a broken plug strap assessed as an unidentified (tear) opening and missing piece of plug strap observed assessed as inconclusive, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side exchange with concerns of the product, and deflation. Device has been explanted.

Event description:
Healthcare professional reported right side exchange with concerns of the product. Healthcare professional later reported deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side exchange with concerns of the product. Healthcare professional later reported deflation. Device has been explanted.